Event description:
It was reported to the aci sales professional that a female patient underwent a coronary intervention procedure on an unknown date where the mynx was used to close the femoral artery. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was anticoagulated with angiomax peri-procedure. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that there were no complications during the procedure or closure. Reportedly, hemostasis was successfully achieved with the mynx. It was reported that the patient developed a pseudoaneurysm (psa) post mynx closure. The patient was given a thrombin injection which resolved the psa. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.